Event description:
It was reported that the insulin pump emitted a long beep with no alarm before the display went blank. The customer's blood glucose was 125 mg/dl. It was stated there were cracks on the battery compartment, however the insulin pump had not been dropped or exposed to moisture. Upon insertion of a new battery, the display issue was not fixed. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The motor had moisture damage. No constant tone noted. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.